Event description:
It was reported that the shaft could not be seen on x-ray vascular access was obtained utilizing cross over approach. The chronic totally occluded (cto) target lesion was located in the moderately tortuous and mildly calcified superficial femoral artery (sfa). A truepath was selected for use. During procedure, the device was used in combination with support by cross over approach at the cto lesion in sfa of about 15cm and the radiopaque marker area was partially penetrated/went through. However, the shaft could not be seen because of the viewing angle of x-ray; made it difficult to see. The device was then removed and the procedure was completed with another truepath. No patient complications were reported and the patient's status was good.